Event description:
It was reported that the device exhibited a defective battery alarm, and the same problem occurred even after replacing the battery. The fault occurred before in use with the patient and there were no adverse health effects.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage on the device. There was multiple 'battery depleted' alarms in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable root cause was due to a defective motor. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.